Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On 08/02/2024, it was reported that on 07/29/2024, the pediatric patient experienced a missing sensor wire which occurred the same day the sensor had been inserted in the upper buttocks. The wire was stuck in the patient´s skin. The patient was taken to the hospital and there they performed an incision, removed the wire and the area was stitched. There was no documentation of any treatment provided. At the time of the report the patient was ok. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).